Event description:
According to the event description: "top up of new syringe, IV ketamine 50ml at 1000 hours, run at 3ml/hr. On (B)(6) 2025 at1247 hours, when checked the IV ketamine infusion syringe pump, noted balance(vtbi) left 29.78 ml. Parameter checked, and within normal range. Patient awake and alert. Oriented. Verbalized pain score is 1 to 2 now. Dr yeo sow nam notified."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow- up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. UDI number (B)(4). Premarket submission # k092313.